Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.